Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation yet at this time. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus was informed that during an unspecified procedure, one tb-0535fcs device was used. From the beginning of use, the jaw of the subject device was broken and fell inside the patient. The fragment was retrieved. The user exchanged the subject device. There was no patient injury reported. No further information was provided. This is the report regarding the breakage of the jaw.